Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section d10, concomitant medical products: ovd is ophthalmic viscosurgical device and bss is balanced salt solution (bss). Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 is being used to capture the incision enlargement. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was inserted and then removed within the same procedure. The procedure was completed with a non-johnson and johnson iol. The incision was enlarged but no vitrectomy was required. The patient was not harmed as a result of this event. The event is not related to a miscalculation issue, improper fit, or manufacturer defect. The customer used ophthalmic viscosurgical device (ovd) and balanced salt solution (bss). They allowed both the ovd and bss to acclimatize to the room temperature and there were no delays in the surgery after the inserter was prepped. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 24, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was received attached to tape and cut in half. It was inspected under magnification. The lens was removed from the tape and cleaned. The lens presented with no further issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.